Event description:
It was reported that pericardial effusion and perforation occurred. The procedure was aborted. It was reported that versacross connect laac access solution was selected for left atrial appendage (laa) closure procedure. During procedure, the patient had an anterior chicken wing anatomy. The computed tomography (CT) scan was reviewed with the implanting physician and echocardiologist prior to the case. During the procedure the groin access was obtained, and transseptal crossing ensued without complication. The septum was crossed in a low position on the bicaval view, and anterior in the short axis view of the interatrial septum. The radiofrequency (rf) wire was positioned in the left upper pulmonary vein in exchange for the pigtail catheter. The non-boston scientific pigtail catheter was placed, and the physician cannulated the left atrium appendage (laa) ostium. With echocardiography guidance, the pigtail catheter was advanced into the anterior depth of the appendage, and the was sheath was advanced to the ostium to prepare for a contrast shot. A contrast shot was taken, and the closure device placement trajectory was determined. A 31mm closure device was prepared with adequate flushing and investigation for air within the system. With a wet-to-wet connection, the closure device was inserted into the was sheath and successfully connected to create the watchman delivery system. The physician was instructed to unsheathe the closure devie until flx ball before performing any distal movements with the system. Once the flx ball was confirmed with fluoroscopy and echocardiography imaging modalities, the physician was instructed to add counter clock torque to the system, directing the distal part to the designated landing zone for the back of the closure device. Upon examination, the closure device was deemed to be in a proximal position, and the decision was made to downsize to a 27mm closure device. The 27mm closure device was properly prepared on the back table. The implanting physician was properly instructed to re-sheath the 31mm closure device and exchange for the 27mm closure device. The 27mm closure device was advanced into the was and correctly snapped into form the watchman delivery system. The physician was instructed to unsheathe to form the flx ball as the size was confirmed with fluoroscopy and echocardiography imaging modalities. With the flx ball formed, the physician was instructed to orient the distal puck in the anterior aspect of the appendage and was instructed on proper unsheathing techniques to correctly deploy the closure device. It was recommended that the probe was maneuvered to adequately visualize flx ball as it was noted that the flx ball was not being visualized within the viewing plane. It was also recommended to inspect for a pericardial effusion. The echocardiologist confirmed a pericardial effusion had formed localized laterally in the area of the laa. The laboratory staff was instructed to locate a pericardiocentesis kit in preparation for a potential drain. The patient demographics were collected. It was confirmed that the patient was going for a cardiothoracic surgery consult and had stable vitals; however, surgery was not performed, as CT surgery followed up and signed off when patient improved. No blood transfusion was needed. The patient was discharged home on (B)(6) 2025. The veracross connect system (rf wire and dilator) are believed to have been removed from the body when the effusion was believed to be caused and was identified. It is thought that the veracross connect devices did not cause issue or malfunction during the procedure. In the physician's opinion, the transseptal solutions did not contribute to the complication. The patient was hemodynamically stable when the pericardial effusion was identified. There were no issues with transseptal noted by the physician. The procedure was aborted. 1.patient was discharged home on (B)(6) 2025 after procedure was aborted on (B)(6) 2025. Repeat echo showed trace effusion improved from initial echo post procedure. The patient was not on antiplatelets, xarelto was held for 48 hours pre procedure. Patient was discharged with xarelto held and anticipation to restart at follow up. No defined medical reason for pericardial effusion. Assumed to be from attempted watchman placement. Surgery was not performed, CT surgery followed and signed off when improved. No blood transfusion given. Product return is not expected.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device analysis: boston scientific is in progress with the attempts to retrieve the device; however the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross rf wire device confirmed that the events of pericardial effusion, cardiac trauma and additional intervention required are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and cardiac perforation are known inherent risk of the versacross connect laac access solution devices, as the allegation of adverse events are not confirmed and are listed within the IFU.

Event description:
It was reported that pericardial effusion and perforation occurred. The procedure was aborted. It was reported that versacross connect laac access solution was selected for left atrial appendage (laa) closure procedure. During procedure, the patient had an anterior chicken wing anatomy. The computed tomography (CT) scan was reviewed with the implanting physician and echocardiologist prior to the case. During the procedure the groin access was obtained, and transseptal crossing ensued without complication. The septum was crossed in a low position on the bicaval view, and anterior in the short axis view of the interatrial septum. The radiofrequency (rf) wire was positioned in the left upper pulmonary vein in exchange for the pigtail catheter. The non-boston scientific pigtail catheter was placed, and the physician cannulated the left atrium appendage (laa) ostium. With echocardiography guidance, the pigtail catheter was advanced into the anterior depth of the appendage, and the was sheath was advanced to the ostium to prepare for a contrast shot. A contrast shot was taken, and the closure device placement trajectory was determined. A 31mm closure device was prepared with adequate flushing and investigation for air within the system. With a wet-to-wet connection, the closure device was inserted into the was sheath and successfully connected to create the watchman delivery system. The physician was instructed to unsheathe the closure devie until flx ball before performing any distal movements with the system. Once the flx ball was confirmed with fluoroscopy and echocardiography imaging modalities, the physician was instructed to add counter clock torque to the system, directing the distal part to the designated landing zone for the back of the closure device. Upon examination, the closure device was deemed to be in a proximal position, and the decision was made to downsize to a 27mm closure device. The 27mm closure device was properly prepared on the back table. The implanting physician was properly instructed to re-sheath the 31mm closure device and exchange for the 27mm closure device. The 27mm closure device was advanced into the was and correctly snapped into form the watchman delivery system. The physician was instructed to unsheathe to form the flx ball as the size was confirmed with fluoroscopy and echocardiography imaging modalities. With the flx ball formed, the physician was instructed to orient the distal puck in the anterior aspect of the appendage and was instructed on proper unsheathing techniques to correctly deploy the closure device. It was recommended that the probe was maneuvered to adequately visualize flx ball as it was noted that the flx ball was not being visualized within the viewing plane. It was also recommended to inspect for a pericardial effusion. The echocardiologist confirmed a pericardial effusion had formed localized laterally in the area of the laa. The laboratory staff was instructed to locate a pericardiocentesis kit in preparation for a potential drain. The patient demographics were collected. It was confirmed that the patient was going for a cardiothoracic surgery consult and had stable vitals; however, surgery was not performed, as CT surgery followed up and signed off when patient improved. No blood transfusion was needed. The patient was discharged home on (B)(6)2025. The veracross connect system (rf wire and dilator) are believed to have been removed from the body when the effusion was believed to be caused and was identified. It is thought that the veracross connect devices did not cause issue or malfunction during the procedure. In the physician's opinion, the transseptal solutions did not contribute to the complication. The patient was hemodynamically stable when the pericardial effusion was identified. There were no issues with transseptal noted by the physician. The procedure was aborted. 1.patient was discharged home on (B)(6) 2025 after procedure was aborted on (B)(6) 2025. Repeat echo showed trace effusion improved from initial echo post procedure. The patient was not on antiplatelets, xarelto was held for 48 hours pre procedure. Patient was discharged with xarelto held and anticipation to restart at follow up. No defined medical reason for pericardial effusion. Assumed to be from attempted watchman placement. Surgery was not performed, CT surgery followed and signed off when improved. No blood transfusion given. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.